Manufacturer narrative:
Further to the conclusion which were submtied with first follow up (report number 9710055-2021-00111, manufacturer's reference number (B)(4)) follow up number two deems required to compleemnt the investigation, as additional information was obtained and further investigation was performed. Please see the updated conclusion including new obtained details and the additional analysis performed: getinge became aware of an issue with one of surgical lights- powerled. As it was stated, the oil was leaking from the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any liquid droplets falling off into sterile field or during procedure may cause contamination. According to the information received later from service technician, the joint panels and cover plates were missing on the spring arm. Those parts were replaced and checked for functionality. Leaking oil was not visible during the examination of the device. It was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification as the parts should not be missing and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. In the investigation course the product experts at the manufacturing site established that during the assembly of the spring arms the supplier applies a creamed grease, which is turning into a liquid only above 135°c. So, the dripping liquid observed cannot come from the spring arm itself but finds its origin elsewhere. The first cause is considered most likely to be a combination of air conditioning and an excess of oil at the bushing location between the spring arm and the main arm. And according to the latest technical investigations carried out in august 2020 at the manufacturing site, the second probable root cause would be an excess of cleaning product in the lower part of the spring arm, applied in spray or with a sponge, but not in compliance with the recommendations given in our user manuals. To prevent such situation from occurrence, the customer should follow the cleaning and disinfection procedure described in the user manual. The incident is due to an inappropriate use. The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. Additionally, the users are requested to pay attention to cracks in plastic parts. The possible root causes of missing dust covers are : - non-conformity of the metal covers assembly. - degradation of the metal covers. - improper use (collision with another device) . Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Also the correction of b5 describe event or problem, d1 brand name and d4 serial # fields deems required. This is based on additional details provided by service unit. Previous b5 describe event or problem: on 17th march, 2021 getinge became aware of an issue with one of surgical lights. As it was stated, the oil was leaking from the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any liquid droplets falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 17th march, 2021 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the oil was leaking from the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any liquid droplets falling off into sterile field or during procedure may cause contamination. According to the information received later from service technician, the joint panels and cover plates were missing on the spring arm. Those parts were replaced and checked for functionality. Leaking oil was not visible during the examination of the device. Previous d1 brand name: surgical light. Corrected d1 brand name: powerled. Previous serial # (B)(4). Corrected serial # (B)(4).

Event description:
On 17th march, 2021 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the oil was leaking from the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any liquid droplets falling off into sterile field or during procedure may cause contamination. According to the information received later from service technician, the joint panels and cover plates were missing on the spring arm. Those parts were replaced and checked for functionality. Leaking oil was not visible during the examination of the device. Manufacturer reference number (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with spring arm of the one of our surgical light. It was alleged that there was an oily substance leaking from the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any liquid droplets falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet the manufacturers specification as although no technical malfunction has been found, the situation which occurred was not in accordance with device specification and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. In the investigation course the product experts at the manufacturing site established that during the assembly of the spring arms the supplier applies a creamed grease, which is turning into a liquid only above 135°c. So, the dripping liquid observed cannot come from the spring arm itself but finds its origin elsewhere. The first cause is considered most likely to be a combination of air conditioning and an excess of oil at the bushing location between the spring arm and the main arm. And according to the latest technical investigations carried out in august 2020 at the manufacturing site, the second probable root cause would be an excess of cleaning product in the lower part of the spring arm, applied in spray or with a sponge, but not in compliance with the recommendations given in our user manuals. To prevent such situation from occurrence, the customer should follow the cleaning and disinfection procedure described in the user manual. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with one of surgical lights. As it was stated, the oil was leaking from the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any liquid droplets falling off into sterile field or during procedure may cause contamination.